Manufacturer narrative:
Our quality engineer inspected the samples and photographs submitted for evaluation. Your report of a damaged catheter was confirmed from the photographs that were provided for investigation. Two photographs and three representative 22g insyte autoguard units from lot #4219466 were provided for investigation. The damage observed from a photograph was consistent with needle puncture damage. The sample exhibited evidence of use. Blood residue was visible in the section of catheter tubing between the needle tip and the needle puncture site, which indicates that the needle was likely withdrawn from the IV catheter and reinserted into the catheter after the vessel was accessed. Had the damage existed prior to insertion, the catheter likely would not be placed. No damage or defects were identified on the unused physical samples that were returned for investigation. The instructions for use (IFU) indicate to not reinsert the needle into the catheter during the insertion process as damage may occur. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Event description:
When starting an IV the needle and catheter split when we tried to advance the catheter. This has happened twice today with the same lot # on two separate patients.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.